Manufacturer narrative:
He following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patient and procedure related factors likely contributed to the event. Per information received, there were complication due to the mitral valve presented a significant prolapse of the posterior mitral leaflet (pml). The perceived root cause of the event was suspected to be chordae entanglement involving the pascal device. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from france, edwards received notification of a pascal precision ace procedure in mitral position. On post-operative day three (pod #3), there was a single leaflet device attachment (slda) with the second device implanted. The index procedure was complicated due to a significant prolapse of the posterior mitral leaflet (pml), measuring approximately 18mm in height and 14mm in length. To address this, the first pascal precision ace device was implanted in the anterior-posterior (a1-p1) position with a 1-7 o clock orientation. Subsequently, a second device was placed in the anterior-posterior (a2-p2) position, also with 1-7 clocking. Despite a favorable trajectory and positioning, the second device exhibited notable mobility and did not achieve the expected position. To treat residual mitral regurgitation (mr), a third device was implanted in the lateral a2-p2 position, maintaining the same clocking orientation. This additional device contributed to a reduction in the mobility of the second implant, although some instability persisted. Initially, the patient presented with severe mr grade 4, which was successfully reduced to trace following the procedure. However, on pod #3, a slda of the second device was observed on echocardiographic evaluation, accompanied by a recurrence of severe mr. As per medical opinion, the perceived the root cause of the event was suspected to be chordae entanglement involving the pascal device.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.